Event description:
A us distributor reported that a battery charger was unable to recognize a battery pack.

Manufacturer narrative:
Device evaluation of battery charger sn(B)(6) was completed. The reported problem (unable to recognize batteries) was due to the u13 cmos flash microcontroller and q1 on the bedside board being internally shorted. The root cause of the shorted u13 and q1 was unable to be positively identified. There was no adverse event that resulted from the damaged charger. Device evaluation of battery charger sn 58030956 has been completed. The reported problem (unable to recognize batteries) was due to contamination on the battery board pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.